Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with four infusion sets. The cannulas were housing pulled apart from the adhesive patch during wear the events were occurred on (B)(6) 2024. Infusions set was used for 2-3 days. Patient replaced infusion sets and resumed insulin successfully. No further information was available.